Manufacturer narrative:
Please note: due to new (B)(4) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650, exp. Date: 01/31/2017, mfg. Date: 01/31/2016. Returned date: 09/07/2016. (B)(4). Serial # : (B)(4), catalog # : 1650, exp. Date: 01/04/2017, mfg. Date: 01/04/2016. (B)(4) . Serial # : (B)(4), catalog # : 1650 , exp. Date: 01/04/2017, mfg. Date: 01/04/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient is having daily critical battery alarms following multiple controller exchanges. The 3 batteries and controller were exchanged. There was no effect on the patient.

Manufacturer narrative:
The received controller failed external visual inspection (due to lightly loose ps1, ps2 connectors). This type damage could prevent a battery from making a proper connection. It can also compromise the integrity of components inside the controller. Review of the log files revealed several power disconnect and critical battery alarms. These are the result of communication failures between controller and battery. The manufacturer is addressing both issues internally. Three batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed instances of critical battery alarms between batteries ((B)(4)) and the controller ((B)(4)). Analysis revealed that the controller failed visual inspection due to both power port one and power port two found to be loose. Analysis revealed that the batteries passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. (B)(4): heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. (B)(4): an internal investigation has been opened by the supplier to address loose power connectors. (B)(4) - battery. Method: visual inspection; analysis of data log(s); interoperability; (B)(4). Evaluation: (B)(4); actual device evaluated. Result: interoperability problem; (B)(4). Conclusion: quality system deficiency; (B)(4). (B)(4) - battery. Method: visual inspection; analysis of data log(s); interoperability; (B)(4). Evaluation: actual device evaluated; (B)(4). Result: interoperability problem; (B)(4). Conclusion: quality system deficiency; (B)(4). (B)(4) - battery. Method: visual inspection; analysis of data log(s); interoperability evaluation; actual device evaluated; (B)(4). Result: interoperability problem; (B)(4). Conclusion: quality system deficiency; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.